Event description:
It was reported that during a percutaneous coronary intervention (pci), a stent dislodgement occurred. The 75% stenotic lesion was located in the severely calcified and moderately tortuous mid-left anterior descending (lad) coronary artery. The stent delivery system (sds) had difficulty crossing the lesion. The sds was introduced and removed from the guide catheter several times. It was further reported that "the physician curved the stent." During the fourth introduction, the stent dislodged inside of the guide catheter. No patient injuries or complications were reported. The procedure was completed with another manufacturer's device. Patient status as listed as "good." Further information has been requested, but has not been received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch will be filed.